Manufacturer narrative:
The lot number was provided. A review of the approved device history records indicated the lot met all release criteria. A lot history trending review was performed and there were no similar complaints for this lot number. The pusher was returned for analysis. Lead wire separation was noted on the pusher, approximately 4 inches in the middle section. The remainder of the pusher appeared in a good condition, and was noted to be in specification. The pusher was dissected to expose the attachment tether monofilament to determine the type of its detachment. The monofilament had a stretched tail, which indicated high tensile value. Based on the investigation, the complaint of a broken coil was able to be verified. The root cause is unknown; however, the device exhibits evidence that it was subjected to excessive forces that exceeded the strength specifications of the monofilament.

Event description:
It was reported that resistance was encountered during placement of an embolization coil. During removal, the coil detached. There was no reported intervention or patient injury. The patient is reported to be doing well.